Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was returned for investigation, and the exposed portion of the soft cannula was found to have a tear which caused leakage as fluid was observed exiting from the tear. The tear was confirmed to have caused an insulin delivery failure. There was no other damage found with the device that would result in the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 400 mg/dl (22.2 mmol/l) between 5 and 24 hours of wearing the pod. The patient¿s parents reported high bg levels which prompted the removal of the pod from their hip/buttocks. The parents confirmed the cannula was inserted into the skin and no issues were identified upon removal of the pod. The device investigation found a tear in the cannula.